Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer requested help with the sensor, stating that the insulin pump warned of a low glucose reading during the night, which woke the customer up. However, the customer's blood glucose was over 200 mg/dl, and after eating, the blood glucose rose to over 400 mg/dl. The customer did not recall any significant issues that led up to the complaint and did not feel well. The customer stated that the insulin pump suspended insulin delivery, and the customer's blood glucose rose to over 500 mg/dl. The customer stated having issues with the infusion set and declined troubleshooting assistance for high blood glucose, requesting only to change the insertion site. The customer treated the high blood glucose with the insulin pump. The customer expressed concerns over possibly having pressed the wrong button, suspending basal delivery, but the basal had not been suspended.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.